Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Device history lot = null. Device history batch = null. Device history review = null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised because she dislocated in 2009 and has had pain ever since. Update 9/9/2011 - litigation papers were received. There is no new information that would change the outcome of the investigation. Update 12/31/2014- pfs and medical records received. After review of the medical records for MDR reportability update ad 01 may 2018: receipt of ppf and sticker sheets record. Ppf alleges elevated metal ions. Added law firm, associated contact,account name, product details in all ips. Added stem due to alleged metal ions.